Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose levels. The customer's current blood glucose level was 169 mg/dl. The customer¿s blood glucose was 51 mg/dl and 52 mg/dl at the time of incident. The customer did not allege that the pump was over delivering insulin. It was also reported that the sensor had inaccurate readings. The customer¿s blood glucose was 133 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident. The customer also stated that the insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was around 50 mg/dl. The suspend on low limit in sensor settings was 60 mg/dl. Troubleshooting was performed. The reservoir will not be returned for analysis.